Manufacturer narrative:
Implant date: (B)(6) 2008. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2008 patient underwent t11-iliac fusion with l3-4 and l4-5 tlif. On (B)(6) 2012 the patient presented for follow up. Per the physician¿s notes, ¿over the last 1 year or so, he has been having difficulty walking straight and is more and more stooping forward¿ there has been a rod fracture involving the right side at the l5-s1 level and also a proximal junctional kyphosis. He, however, was diagnosed to have a renal tumor and underwent right-sided nephrectomy since we saw him last time. He states that overall he has done well from that surgery and they were able to take out the tumor completely¿ he has difficulty walking with gait unsteadiness and he is bending more and more forward. He, however, denies any significant pain in his lower back or even on the top of the construct or so.¿ ap and lateral long cassette x-rays indicate ¿presence of a significantly positive sagittal balance, which measures about 20cm. His pjk angle measured from t9-t11 is about 35 degrees. The same measurement was 33 degrees on the previous x-rays. He has reasonably well coronal balance. There is presence of a rod fracture at l5-s1 level on the right side.¿ on (B)(6) 2012 the patient presented for follow up. Per the physician¿s notes, ¿his chief complaint today is similar to his last visit in (B)(6) 2012, which is an abnormal kyphotic posture especially when walking. As far as back pain, the patient notes minimal axial back pain mainly in the paramedian region of the left lower back.¿

Event description:
It was reported that the patient underwent a lower thoracic to sacral spinal fusion procedure to treat scoliosis. Rhbmp-2/acs and 18 screws and rods were used in the procedure. The patient developed kidney and bladder cancer in (B)(6) 2011. The patient is undergoing cancer treatments.